Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was observed folded inside the hub. It was reported that hemostatic valve was observed folded inside the hub. After the vizigo was put into the patient¿s body, the physician prepared to implant the st, but he found few blood dripped from the entrance of the st catheter. So the physician didn't implant the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. There was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost: 5ml. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 1-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was observed folded inside the hub. It was reported that hemostatic valve was observed folded inside the hub. After the vizigo was put into the patient¿s body, the physician prepared to implant the st, but he found few blood dripped from the entrance of the st catheter. So the physician didn't implant the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. Device evaluation details: according to the video provided by customer, hemostatic valve behaves like it was separated. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath; however, valve dislodgement was confirmed per the video provided by the customer. Due the conditions observed in the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 50000020 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).